Event description:
A dialysis home pt's father reported a system error 2240 alarm in drain 1/3 during treatment using homechoice device. The pt's father noted the pt had disconnected in a drain phase to go to the emergency room because the pt was showing signs of peritonitis event before beginning therapy. The pt ended treatment at the time of the alarm. Follow up with the healtcare professional revealed she attributes the peritonitis to poor user technique. The healthcare professional has had issues with a family member performing the dialysis treatments on the pt who has not yet been trained to do so. The healthcare professinal will follow up with the pt and her family on this issue.